Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep checked impedances and everything looked normal. Cause was not determined. The rep gave patient new programs to work around the configuration that was giving her surges. Rep reported so far tingling and shocking has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported she was experiencing very strong power surges through the machine (implant) and shocks in her feet. The circumstances that led to the reported issue were unknown. Patient said she has adaptive stimulation (as) and had turned of as but still has issue. Adjusting stimulation didn't resolve issue. Patient denies any falls, trauma, change in activity level or exposure to strong electromagnetic energies (emi). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient hasn't followed up with hcp yet and patient said she is going to call rep. Rep reported patient states that she is feeling intermittent tingling and shocking down her leg. She called tech services and they told her to call the rep. As troubleshooting, rep had her turn the device off to see if it can be determined if the device is causing the tingling and shocking or if it is something else causing it.